Event description:
It was reported that the 9800 system had a dose rate error and kv error messages. Also the keyboard had a loose button. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, igbt board, and keyboard were replaced during the service call. The system was tested and found to be working as intended and put back into service.